Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name micra av product ID mc1vr01-delsys (serial: (B)(6)). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported during implant of a leadless implantable pulse generator (ipg) that it exhibited difficulty trying to pass through the tricuspid valve. An attempt was made to place the leadless ipg in the septal area, but the leadless ipg did not anchor. When attempting to retrieve the leadless ipg, it was noted that the delivery system (ds) exhibited a possible deflection issue. Another attempt was made to pass through the tricuspid valve, but it was unsuccessful. The ds was removed and it was confirmed that it was kinked. The leadless ipg and ds were attempted/not used and replaced. The replacement leadless ipg was also unable to pass through the tricuspid valve. The delivery system exhibited a kink. The replacement leadless ipg and ds were attempted/not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: mc1avr1 product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1avr1-delsys this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra av] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: yes, return date: 14-oct-2024 h3: yes product event summary: the delivery system was returned with the device intact in the device cup, analyzed. Analysis indicated the lumen of the delivery system was torn. The articulation of the delivery system was out of plane. The delivery system outer shaft was kinked/buckled. The delivery system outer shaft was bent. The delivery system inner shaft was mechanically kinked/bent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.